Event description:
It was reported during a pvc ablation procedure while attempting to cannulate the coronary sinus (cs) with the inquiry steerable electrophysiology catheter it broke into 2 pieces just beyond the introducer. Right femoral vein access was obtained, the inquiry steerable catheter was introduced into the right atrium, and attempts were made to cannulate the cs. After repeated unsuccessful attempts, the physician panned down from the right atrium to the right femoral vein access site, where it was observed on fluoroscopy that the catheter had prolapsed on itself which resulted in several loose knots. After multiple attempts to dislodge the catheter by inserting, retracting, torquing and utilizing the deflection mechanism, it became evident on fluoroscopy that the catheter shaft had broken into two pieces. The coiled portion of the separated piece remained in the right femoral vein just beyond the introducer, inferior to where the right and left femoral veins join. The catheter handle was withdrawn, and interventional radiology was immediately consulted. The broken portion of the device remained in the pt and the physician decided to proceed with the case via left femoral vein access. The pvc morphology appeared to be left sided so left femoral artery access was obtained. Rf application proceeded in the anterior/lateral position of the aortic root and left ventricle. The pt was anticoagulated once left femoral artery access was obtained. The pt rested comfortably and was mildly sedated throughout the procedure, and was hemodynamically monitored during its entirety. After the physician deemed the rf applications to be sufficient, an interventional radiologist returned and within 5 mins removed the separated portion of the device from the pt using a snare interventional device via the right femoral vein. The pt remained stable throughout the procedure. Additional info was requested but is not available.

Manufacturer narrative:
One inquiry steerable 4f catheter was received for eval. Visual inspection revealed the catheter was received in two pieces. Several kinks on both pieces were present. The distal portion of the catheter measured 35.0 cm. Functional testing of the catheter could not be performed due to the separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.